Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 27, 2019 that a percuflex plus ureteral stent was used during a stenting procedure performed on (B)(6) 2019. According to the complainant, during preparation, the percuflex plus ureteral stent was fractured when unpacked. The procedure was completed with another percuflex plus ureteral stent. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6) block h6: device code 1069 has been selected to represent the reportable event of stent shaft break. Block h10: product analysis the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent was returned with the stent middle section (shaft stent) detached; consequently, confirming the reported complaint. It is important to mention the protective tube and the suture string were not returned in the stent. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, during manufacturing process, the units were inspected in order to detect or avoid defects, however, there is no control on how devices are handled in the field. Additionally, the stent was returned without the protective tube and the suture string, evidence that the stent was manipulated. Therefore, the failure found (shaft detached at middle section) is an issue that could have been generated by the user or due to the manipulation of the device or due to the interaction with the suture string. Therefore, it was concluded that the investigation conclusion code of this event is adverse event related to procedure since it is most likely that the adverse event occurred during the preparation and the device had no influence on event. A media inspection was performed, a picture was attached to the record and it showed the stent middle section detached. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a percuflex plus ureteral stent was used during a stenting procedure performed on (B)(6), 2019. According to the complainant, during preparation, the percuflex plus ureteral stent was fractured when unpacked. The procedure was completed with another percuflex plus ureteral stent. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be stable.